Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure the tip of the harmonic ace instrument broke. A fragment fell inside the patient and was retrieved with a laparoscopic grasper during the same procedure. It is unknown what caused the harmonic ace instrument tip to break. The procedure was completed robotically with a back-up harmonic ace instrument. There is no reported injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 13 mm x 2.5 mm was found to be broken off. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.